Event description:
Manufacturer received implant warranty and registration card noting that a pt had his vns therapy pulse generator replaced, but provided no reason for replacement. Follow-up with explanting physician revealed that generator was replaced due to battery end of service. Generator was subsequently returned to manufacturer for product analysis. During analysis the reported battery end of service condition was verified. Additionally, analysis revealed that the diode cr2 was not operating within specifications and was allowing excess current drain. After replacing the cr2 component, all electrical tests yielded results within normal limits. It was also determined that the current drain anomaly did not have a significant or adverse impact on the battery longevity, and a battery-life calculation performed using settings found in manufacturer database revealed device to be at end of service.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.